Manufacturer narrative:
At this time, the exact cause of the event is unknown and currently under investigation. The provider mentioned that the appliance was sent to the manufacturer. Once the device is received and evaluated a supplemental report will be provided at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the button from an endsnorz appliance broke off. Patient has a history of sleep apnea and grinds teeth. Patient started using appliance on (B)(6) 2023 thru (B)(6) 2023 currently not using a device and reports that her sleep is being disturbed (snoring). Patient was using ultrasonic cleaner with regular osmosis water to clean and maintain device. No other issues reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The device was manufactured at the new west lab. The case order for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product was not returned to the complaint handling team. However, it was reported that a device was returned and inspected by w. Friebauer (director - r&d). It could not be determined which customer the device belonged to. Refer to the attached email "fw endsnorz photos" for the inspection results. Root cause description. Refer to the attached email "fw endsnorz photos" for the root cause. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected: g3, h6. Manufacturer reference: (B)(4).